Manufacturer narrative:
The reporter indicated that a 12.1mm, vticmo12.1, -18.00/2.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault and refractive surprise was observed. It was reported that refractive treatment (prk) was performed and the problem resolved. Cause for this event was patient related factor and it was also reported that the device did not fail to perform as intended. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: - race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date (2021 reports): unk. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
A ticl rotation case was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.